Event description:
It was reported that the user experienced aggressive correction dosing from the ilet over several days, with highs up to 229 mg/dl for about 1.5 hours followed by lows to 52 mg/dl despite no change in diet and continued meal announcements; the user snacks on low-carb items and changed the glucose target from low to usual without clinician direction. Symptoms included headaches, dizziness, and blurry vision associated with hypoglycemia. Outcomes included alerts for high and low glucose, self-treatment of hypoglycemia with oral glucose, no use of backup therapy, and no medical intervention or assistance. Investigation included troubleshooting and user education. Investigation of this case revealed that the cause of hypoglycemia was unclear and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.